Event description:
Almost immediately after having essure placed my menstrual cycle became very irregular, heavy, and doubled in the time. My monthly cycle lasts at least 2 weeks if not longer. The longer the coils are in the more I notice. I developed fibromyalgia due to the coils. My teeth have been rotting and breaking and have had many pulled. Mood swings, irritability, severe abdominal cramping with menstruation, abnormal pap. Depression. (B)(4).